Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/07/2016 with the following findings: keypad cover is punctured on down button. Only down button is responsive. Opened keypad cover, keypad flex is punctured on down button. Keypad is unresponsive due to punctured keypad flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.